Manufacturer narrative:
This report is for a universal spine system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gou peng et, al (2009), analysis of clinical effects of bone grafting and pedicle internal fixation for treatment of lumbar spondylolisthesis, journal of practical orthopedics vol. 15(9), pages 1-5 (china) doi: 10.13795/j.cnki.sgkz.2009.09.004. The aim of this article is to analyze the effect of treatment of lumbar spondylolisthesis with hoist, gss uss pedicle reduction, fixation, decompression, interspinal bone grafting fusion or posterolateral bone grafting fusion. Between august 1, 2000, to june 1, 2008, a total of 38 patients (25 males and 13 females) with a mean age of 52 years (range, 38-76 years) were included in the study. These patients have spondylolisthesis and were treated with uss internal fixator and other competitors¿ device. The mean duration of follow-up was unknown. The following complications were reported as follows: 3 cases have incomplete reduction. This report is for a universal spine system (uss). This is report 1 of 1 for (B)(4).